Event description:
It was reported that the pt needed an MRI following a recent fall where injured himself at the neurostimulator site. He had a history of falls and neurologist wanted to do an mra of his head. The device was scheduled to be removed. Further info was requested.

Manufacturer narrative:
(B)(4).